Event description:
A customer reported difficulty with the quick bolus and wake button on a pump, which required multiple presses to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on troubleshooting steps but eventually decided to replace the pump. The customer did not use backup insulin therapy, as they were to continue using their current pump until the replacement arrived. The replacement pump was to be shipped with updated software, and instructions were provided for returning the defective pump. The customer understood the replacement process and acknowledged the need to transfer settings and connect their cgm to the new pump.